Manufacturer narrative:
The returned device was evaluated and received with hard cannula visible through the exposed portion of the soft cannula. The exposed portion of the soft cannula was also found to be kinked at the distal tip. A very small amount of dried blood was also noted on the exposed portion of the soft cannula. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. No other damages or defects noted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours the infusion site was bruised. It was noticed that the needle had not retracted upon initial activation.